Event description:
The patient reported that about one month ago, stimulation stopped hitting the pain area 100%. An appointment was scheduled for (B)(6), and the patient was inquiring about the manufacturing representative doing an adjustment. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.